Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left superficial femoral artery via the crossover approach, the device was allegedly not able to be removed of the guidewire after the first activation sound signal. It was further reported that the complete system including the guidewire was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and it was physically investigated. It can be confirmed that foreign guidewire was sent inside of the catheter. During physical investigation it was discovered that guidewire was used not according to IFU and not from rotarex set. There was a lot of coagulated material present inside of the catheter. Test guidewire was not able to pass through the catheter without flushing. The catheter was clogged with bodily material. After working in the water nominal aspiration level was achieved. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2027), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left superficial femoral artery via the crossover approach, the device was allegedly not able to be removed of the guidewire after the first activation sound signal. It was further reported that the complete system including the guidewire was removed. The procedure was completed using another device. There was no reported patient injury.